Event description:
On (B)(6) 2010, the patient underwent the surgery with the g3 long nail. About 2 year after, the surgeon found through the x-ray that the lag screw hole of the nail was broken. Therefore the patient underwent the removing surgery of the implants and the chs revision surgery on (B)(6) 2012. The surgeon requested the investigation of the removed implants. The callus was not at the fracture part of patient bone. The patient was moving actively after the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated devices: (B)(4) lag screw, ti gamma3 10.5x95mm k197518, (B)(4) locking screw, fully threaded t2 tibia 5x45 mm k228966, (B)(4) locking screw, fully threaded t2 tibia 5x40 mm k291999.